Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with an alert for non sustained oversensing in their implantable cardioverter defibrillator (ICD). The alert was due to post paced t-wave oversensing (pptwos). The patient did not receive any therapy due to this. Programming changes were made. The device was being monitored. The patient was stable.